Event description:
Boston scientific received information that this device system displayed an increased shock impedance measurement greater than 125 ohms. The patient with this device system was brought into the clinic for further evaluation. A commanded shock was performed, resulting in a shock impedance measurement of 60 ohms. Isometric testing elicited some noise, however, was not reproduced during pocket manipulation. Technical services was consulted and recommended changing the shock lead configuration. A commanded shock was again performed, resulting in a shock impedance measurement within acceptable limits. A revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.